Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker was found to be in backup mode. No additional information or patient information was provided.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to memory corruption. Electrical and mechanical analysis under nominal conditions indicated normal results. Further test of the output found all parameters within normal range, and the cyber security screen found no anomaly. A longevity test found no anomaly. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
Additional information received indicated that the patient's pacemaker was explanted and replaced.